Event description:
It was reported that during preparation for a percutaneous coronary intervention, the stent was flared. It was noted that the 3.50mm x 24mm promus element stent was flared while they were preparing the device outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).